Manufacturer narrative:
Date sent to the FDA: 08/31/2015. The actual device with the cannula cap detached from the cannula tabs and missing that was involved in this event was returned for evaluation. Upon evaluation, the instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Event description:
It was reported that a patient underwent a tapp procedure on an unknown date and straps were used to fixate mesh. During the procedure, the most distal round tip of the device came loose after several firings. The ring got lost in the patient, and was able to be removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.